Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow-up, loss of capture and decreased sensing, and increase in pacing lead impedance were observed. On (B)(6) 2016, physician decided to reposition the lead. Electrical measures were good, and the patient was in good condition post-procedure.